Manufacturer narrative:
Pump was received with stripped battery cap (p) at coin slot area, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner and cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump has a cracked display, and damaged battery cap. Customer's blood glucose level at the time 75 mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.